Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. The user's blood glucose level was 142 mg/dl. Reportedly, the user reloaded the cartridge and resumed insulin delivery.